Event description:
It was reported to philips that there was a fire in the room under the table which caused possible damage. The device was inside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary procedure was undergoing when the issue occurred, and the procedure got delayed and completed by moving the patient to another room. The philips field service engineer (fse) visited onsite and confirmed that fire under the table caused possible damage. Upon troubleshooting, the smoking component was found to have contamination from collusion and contrast. To resolve the issue, the contamination was isolated and removed and additional safety protocols and monitoring during contrast. The system was returned to use in good working order. The codes were updated based on the investigation outcome.